Event description:
It was reported to philips that the system was unable to boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was completed by restarting the system. A philips remote service engineer (rse) connected with the customer remotely and was informed that the system failed to boot up. Analysis of log files revealed connection issues with the flex vision pc. A philips field service engineer (fse) inspected the system on-site and replaced the flex vision pc along with the hard disk drive. On restarting the system, the flex vision pc failed to start. Troubleshooting revealed a sporadic power supply error to the flex vision pc. The fse replaced the mains power distribution (mpd) control unit to resolve the issue. The system was returned to use in good working order and ready for clinical use. The mpd control unit was returned for further analysis. Functional testing was performed, and no failure was observed. Further analysis of the flex vision pc was not performed as the part is not available. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information was received that identified that the issue was resolved by restarting the system. If a loss of function occurs during a procedure, a warm restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the loss of function issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss function is restored with one warm or cold restart and the procedure is completed, it is unlikely that the issue would result in a death or serious injury. Philips has therefore concluded this event to be not reportable. The codes were updated based on the investigation outcome.